Event description:
It was reported that the device continued to run when no longer activated. There was no report of patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, the handpiece performed to specifications. The device was returned to the customer.